Event description:
It was reported that when a patient was in vt, the device delievered all programmed therapies but was unsuccessful in converting the vt. Programming changes were made. It was later reported that an induction test was performed where the device was successfully able to convert a vf episode. Device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.